Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0eebe, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had their device implanted in (B)(6) 2013, and then in (B)(6) 2014 they were having leg pain so ¿he went in and changed it.¿ the patient clarified that the doctor moved their lead wire because it was causing them to have leg pain since implant until the doctor moved the lead. The patient noted that the doctor moved the lead over and ¿made it longer and deeper.¿ if additional information is received, a follow-up report will be sent.